Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, a transforaminal lumbar interbody fusion (tlif) at l4 and l5 was performed. The surgeon placed the head onto the matrix screw and found a small piece of metal. The head was removed and the piece of metal was from the inner collet of the head. It was observed that one of the head positioning tools looked different, but it still functioned as intended. It was noted that it had a different inner portion compared to the other head positioning tool. Surgeon was not sure if it was a different version of the same tool or just broken that has caused the head to break during insertion. The old head was removed and replaced with a new head. The small piece of metal was removed and a scan was done to ensure there are no other fragments left. It was reported that the surgery was prolonged for 20 minutes. There was no patient harm involved. No further information was provided. Material is available for investigation. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation (pd) was performed. The investigation of the complaint articles has shown that: the design of the placement tool consists of slotting on the outer shaft to allow it to expand laterally as it is positioned around the polyaxial head. To release the implant, a button at the proximal end of the instrument is pressed that moves the inner shaft distally, forcing the slotted tip apart and releasing the implant. The complainant noted that the inner portion of the positioning tool looked different and was unsure if the instrument was broken or if it was a new version. It is very unlikely that the user would notice if a different version of the tool was being used as all recent changes to the inner shaft assembly (revisions g, f, and e) are minor dimensional and tolerance changes that would affect manufacturing and component assembly but would not be visibly noticeable. It is more likely that the difference the user noticed was the inner assembly missing completely. The instrument would not have been shipped to the customer without the assembly as two features of the inner shaft are checked during incoming final inspection. It is reasonable to suggest the assembly may have been lost during cleaning. Without the inner shaft, the placement tool can still pick-up and place the polyaxial head onto the matrix screw. It would however, be difficult to remove the tool from the head and cause the collet inside to undergo stresses it was not designed to withstand. These stresses may have caused the flange on the collet to break. The collet is made from standard implant grade titanium alloy and is adequate for its function. The design was found to not have contributed to the complaint condition. The head placement tool was returned without the inner shaft assembly. Using the instrument without all of the components caused the collet inside of the polyaxial head to be subjected to stresses that it was not designed to withstand. The design of the instrument and implant were found to be adequate for their intended uses. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.(B)(4).